Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00772. It was reported the patient underwent surgical intervention on (B)(6) 2017 (reported under MFR. Report# 1627487-2017-03334). The patient experienced a headache several days later that was deemed to be related to a cerebrospinal fluid leak that occurred during the lead replacement procedure. As a result, a blood patch was performed. Follow-up revealed the patient's headache has diminished significantly.